Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the cctc department, 24 hours after the insertion, the user was unable to obtain waveform readings or perform a blood draw. The user reported that the arterial line was inserted in the female patient's left radial artery, approximately 4-5 cm from the patient's wrist, via the use of ultrasound guidance; there were no complications inserting the arterial line. 24 hours after insertion, the user reported that the catheter was no longer providing pressure readings and they could not get a blood draw. Upon removal of the catheter, the user noticed that "the catheter body exhibits a curve or hook like appearance." There was no reported delay, harm, death, or other complications as a result of this occurrence.